Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author believe that there was an alleged product deficiency of surgicel? If yes, can you please provide specific details for each patient who experienced a serious adverse event (in which surgicel was used during the initial surgery)? Product code and lot number. Date of initial procedure. Patient initials, age, gender, & past medical history. What specific symptoms did the patient experience? Was there any medical/surgical intervention performed on the patient post-operative? If so, please list. What is the patient¿s current status? Citation: world j urol 2015;33:1815-1820. Doi 10.1007/s00345-015-1537-0.

Event description:
It was reported in journal article ¿the use of hemostatic agents does not prevent hemorrhagic complications of robotic partial nephrectomy¿ the objective of the study was to evaluate the impact of hemostatic agents (ha) on robotic partial nephrectomy (rpn) outcomes (primarily hemorrhagic complications). The primary endpoint was the occurrence of a hemorrhagic complication defined as one of the following events: pseudoaneurysm, arteriovenous fistula, bleeding requiring reoperation or hematoma requiring blood transfusion. Complications were graded according to clavien¿dindo classification and complication rate included major (clavien >3), urinary fistula and hemorrhagic complications. In group 4 hemostatic agents complication rate was 23.8% and included major (9.5%), urinary fistula (1%) and hemorrhagic complications (13.3%). In group 5 hemostatic agents, complication rate was 27.7% and included major (8.9%), urinary fistula (1%) and hemorrhagic complications (17.8%). The results of the study suggest that the use of hemostatic agents during rpn is not associated with any benefit, and that the use of hemostatic agents during rpn did not prevent the occurrence of hemorrhagic complications nor overall complications. Additional information has been requested.